Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was 685 mg/dl. The customer stated that he returned home late afternoon and woke up to another high blood glucose reading of 420 mg/dl. The customer could not be reached to provide further details regarding the hospitalization. Nothing further reported.